Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager (srm) was not detected on bus. A field service engineer (fse) had customer shut down device and reboot and also ensured pyxis bus cable connected and manually failed latch but unable to get it on the bus. Later the fse powered down station, disconnected all srm cables, cleaned debris and powered up station but still issue persisted. Then the fse powered down station, swapped pyxis bus cable, powered up station but not yet resolved. So, the fse replaced srm board and copied settings and readded srm and tested to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manger was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.